Event description:
It was reported that intermittent malfunction alarms occurred after the pump was submerged in water. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.